Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ipg was replaced due to overdischarges. Patient was seen post op for his battery replacement that occurred on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's battery is becoming increasingly difficult to keep charged. The device is currently in overdischarge. It was unknown if any external factors were involved. The 8840 was unable to read the patient's battery. The patient's ins will be replaced with a new device. The surgery is planned. No further complications were reported or anticipated. No symptoms were reported.